Event description:
It was reported that during use of the iab, the pump began experiencing frequent helium loss alarms. After some time, the iab was removed because the alarms continued. There were no pt complications.